Manufacturer narrative:
This report is submitted on september 16, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced discharge at the implant incision and was subsequently treated with oral antibiotics on (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 19, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016 due to chronic infection.